Event description:
The device was used during an unspecified rectal procedure on a dog. Reportedly, 48 hrs after surgery, the wound dehisced. The surgeon re-applied a suture to correct the condition.

Manufacturer narrative:
The sealed samples returned for investigation were expired; therefore no functional testing was performed. As the procedure date was unspecified, co was unable to determine if the product was expired at the time of use.